Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: b5,d8, g3, g6, h2, h6, h11. Corrected field: h8. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed and scope error e227 had appeared. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image condition and the scope error e227 identified during the device evaluation was traced to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer stating that the rigid video laparoscope had poor image quality.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an image as ¿zero $03d optics, ref: wa50080a not working¿. No patient harm was reported. There were no reports of patient harm.